Event description:
A representative reported they were in the middle of a replacement case. They reported "there was a discrepancy between the catheter volume logged in the notes in the 8840 (total catheter length 110 cm) and the programmed catheter volume under the device tab (total catheter length 123 cm). The representative was aware of the potential for underdose and overdose. They stated the surgeon left so they were unable to determine what happened during the procedure on (B)(6) 2013. They were to discuss with the managing healthcare provider the best option for the patient. The representative later noted the medication infused was gablofen. On (B)(6) 2013 the representative later reported that the reason for the pump replacement was battery depletion, and there was no reason to believe that there was premature battery depletion. There were no allegations made against the pump. No issues were experienced by the patient, and there were no known troubleshooting acts performed prior to the replacement date. No telemetry strips were available. It was unknown if the issue with the physician programmer was resolved. The cause of the problem was believed to have been caused by inaccurate record keeping and data entry from the person programming the pump at the time of the original implant date. The notes section indicated a catheter length of 110 cm (0.242 ml expected catheter volume); however, the catheter information indicated "other" as the catheter type, and the catheter volume had been manually entered as 0.271 ml instead. The question was, "which number was accurate between the catheter length of 110 cm and the indicated catheter volume of 0.242 ml" it was unknown if the patient experienced any adverse effects at the time of the initial programming, it was unknown if any troubleshooting was performed by the managing physician, and it was unknown how the patient was doing as of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).